Manufacturer narrative:
The lens was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a tear in the capsular bag was noticed upon lens insertion. The lens was removed and a three piece lens was placed. The incision was enlarged and sutures were required. The patient's current prognosis is good and no further treatment is repaired. Reference 119279-2014-00082 for the inserter involved in the event.